Manufacturer narrative:
On 21 june 2016 it was communicated that the agent was not made aware until the date of the revision. Batch reviews performed on 14 july 2016. (B)(4).

Event description:
The patient came in due to signs of infection. The patient tested positive for granulicatella adiacens. On (B)(6) 2016 the surgeon removed all implants. On (B)(6) 2016 the surgeon completed the revision. The surgery was completed successfully. X-rays and explants are not available.